Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces. No unexpected numbers ramping on their own noted.

Event description:
Customer reported via phone call to have received a button error alarms. Customer reported that buttons were not pressed longer than 3 minutes. Customer also reported that numbers were ramping on display screen. Customer's blood glucose was 119 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.